Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber and the fiber tip burned at 71,363 joules. The device was not returned for evaluation.